Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was down with black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen. A field service engineer discovered that the pyxibus cable in the 7-drawer auxiliary had sustained thermal damage, which caused the device to fail to boot. An fse replaced the cable, and following the replacement, the device powered on. The system functioned as intended after the field service engineer repaired the device.